Event description:
The pt was seen at the implant center for device eval in june 1999 because he was experiencing problems with his system. Testing conducted at the center, including a change-out of the external equipment, confirmed that his implant was no longer functioning. Explantation/reimplantation took place in 1999 and he was reimplanted with another clarion device.